Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the firing trigger broken and with the firing mechanism damaged. No cartridge was received. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support was damaged and one short rack tooth was broken. No functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap nephrectomy procedure, after squeezing the firing trigger, the device broke. When it was removed, it did not staple and cut. Used a new one to complete the procedure. There was no patient consequence.